Manufacturer narrative:
MFR control no. (B)(4).

Event description:
It was reported that the event occurred while in the cardiology department during use. The vascular surgeon inserted an intra-aortic balloon (iab) through the sheath via left femoral artery without issue. When attempting to inflate the iab it would not inflate completely and the pump alarmed high pressure. As a result, the iab was removed. A new kit was opened, inserted successfully via right femoral artery (different site) and the procedure went on as planned successfully. There were no pump strips generated for review. There was no report of pt, death, complications or injury. No medical/ surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is fine. It was noted that the pump used in this event was an autocat2wave; serial number # (B)(4). Additional info received stated that the iab and sheath were removed together as one unit.